Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 190cc mentor memorygel left breast implant and a 600cc mentor memorygel right breast implant experienced left sided capsular contracture baker grade IV and right sided anisomastia and breast pain post procedure. On (B)(6) 2020, patient had a surgical procedure on the right sided implant to correct breast scar excision with nipple relocation. Moreover, patient underwent removal and replacement with a 300cc mentor memorygel left breast implant on (B)(6) 2020.